Event description:
The customer reported that following a diagnostic catheterization on august 21, 2000, a vasoseal es was deployed. When the physician attempted to retract the j segment it would not retract. The locator was then advanced forward and another attempt was made to retract the j segment. This was repeated several times until the physician decided to pull out the dilator followed by the locator. When the locator was pulled out, it was noted that the j segment was missing. Fluoroscopy revealed the j segment inside the pt and the pt was sent to radiology for removal of the segment. Manual pressure was applied and following observation, the pt was discharged. No further complications were reported.